Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
(B)(4) was received stating: the device was deployed and the sutures were not captured properly, the device was abandoned, and a different closure device was used. Perclose device failed mainly due to patient anatomy (5mm femoral that was probably fibrotic) and possible operator error. Device pulled back after footplate opened into position with modest resistance, needles deployed but failed to contact suture, so footplates were not aligned properly on inner surface of vessel, device removed over wire. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. A follow-up report will be submitted with all additional relevant information.